Event description:
It was reported that the voyager nc balloon catheter was advanced over a non-abbott guide wire for pre-dilatation in the distal right coronary artery. Upon first inflation, the balloon ruptured at 10 atmospheres and after 10 seconds. Vessel and lesion site were characterized as being moderately tortuous, mildly calcified, eccentric, de novo and 90% stenosed. A non-abbott balloon catheter was therefore used to continue with the procedure prior to deployment of a non-abbott stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: heartrail 2 al1.5. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 10 atmosphere (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.